Event description:
It was reported that the device in the patient¿s right side was loose and sticking out. There was a slight pain at the center which radiated to her left side. It was reported that the patient also had trouble in her back. There were no reported changes in symptom control. No interventions or outcomes were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 3031a, serial# (B)(4), implanted: (B)(6) 2002, product type: programmer, patient. Product ID: 3095-25, serial# (B)(4), implanted: (B)(6) 2002, product type: extension. Product ID: 3966, lot# la2923, implanted: (B)(6) 2002, product type: lead. (B)(4).